Event description:
It was reported a revision surgery due to a ceramic insert breakage after patient did a "strange" movement to prevent a fall. Ceramic insert and ballhead from the hip was revised. Patient reported being fine before the event.

Manufacturer narrative:
Additional information was assessed and product catalog number was determined. Product with catalog number 75007454, ceramic ceramic insert standard 44/36 is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.